Manufacturer narrative:
The device was received in backup operation mode with product code intact. The product code was reloaded to restart the device. Thermal and mechanical testing did not cause the backup operation to recur. The device was exposed to electrocautery.

Event description:
It was reported that during an atrial lead revision, the physician used cautery to open the pocket and loss of ventricular output was observed. The patient went asystolic. The pulse generator was explanted and replaced.